Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated at the hospital with an unknown antibiotic (intraperitoneally, dose and frequency not reported), however, it was reported the patient was not hospitalized for the event. Additionally, the patient was treated with ciprofloxacin, (intraperitoneally for five days, dose not reported) for the event. At the time of this report the patient was recovering. Dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.